Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms that 3 of these are fractured, and 11 are stripped. Three devices from the returned samples were subjected to microscopic analysis and material characterization. The report concludes that the fractured drivers showed indications of overload fracture by exhibiting ductile dimples. The stripped drivers showed deformed corners. Eds elemental analysis shows that all samples were consistent with 440c stainless steel, in conformance with product specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). The information provided on this form was previously submitted under manufacturing report number (0001825034-2017-02145). Exact hospital information for this event is unknown, however, it was relayed that it could have occurred at the following: shanghai sixth people¿s hospital, shanghai chang zheng hospital, changhai hospital, shanghai tenth people¿s hospital, renji hospital. Possible surgeon's relayed for this event are also as follows: ouyang yueping, zheng longpo, zhang chunling, li shaohua, ji fang, zhou zubin, zhangwei. Foreign - (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported the driver slipped/fractured while screwing or unscrewing during surgery. A surgical delay of greater than 30 minutes, to retrieve a secondary driver, has been reported for this issue; however, it is unclear at this time if this occurred during this event. Attempts have been made and additional information on the reported event is unavailable.